Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and returned due to a patient infection. The device was later retrieved from archives for additional testing of the capacitors.